Event description:
A dr reported using a small ventralex patch to repair an umbilical hernia in a pt in may. The pt was admitted in late august/early september with a small bowel adhesion. Dr removed the mesh. The pt has recovered.